Manufacturer narrative:
.

Event description:
It was reported via repair work order that the patient right calf support would not lock due to a stuck latch button. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the patient right calf support would not lock due to a stuck latch button. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Don't have needed parts.